Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 108 alarm was identified in the log. The alarm occurred on (B)(6) 2013 07:11:50 during night drain cycle eight. The high drain alarm indicates that the patient drained greater than 190% of the maximum prescribed cycle fill volume in low fill mode, meeting increased intra-peritoneal volume (iipv) criteria. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.